Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to a high out of range pace impedance measurement greater of 2278 ohms on the right atrial (ra) lead. As a result, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. The ra lead is not a boston scientific product. Boston scientific technical services (ts) indicated that the overall ra pace impedance trend has been around 500 ohms with occasional high measurements. None of these previous high measurements were high enough to trigger an lss and only one measurement was greater than 1000 ohms based on a year of data. In addition, it was noted that there was noise observed on the ra lead following the lss while in the unipolar configuration resulting in inappropriate (atr) episodes. Ts discussed with the healthcare provider (hcp) that occasional spikes could be due to a device header spring contact issue and the observed noise could be due to the unipolar sensing configuration. Ts provided guidance to consider evaluating the ra lead with isometric testing while observing lead measurements. The patient is not pace therapy dependent. The hcp noted that the patient lives three hours away so they will not be in-clinic for a couple of weeks but at that time, they will evaluate the lead and consider reprogramming the lead to a bipolar or split polarity configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to a high out of range pace impedance measurement greater of 2278 ohms on the right atrial (ra) lead. As a result, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. The ra lead is not a boston scientific product. Boston scientific technical services (ts) indicated that the overall ra pace impedance trend has been around 500 ohms with occasional high measurements. None of these previous high measurements were high enough to trigger an lss and only one measurement was greater than 1000 ohms based on a year of data. In addition, it was noted that there was noise observed on the ra lead following the lss while in the unipolar configuration resulting in inappropriate (atr) episodes. Ts discussed with the healthcare provider (hcp) that occasional spikes could be due to a device header spring contact issue and the observed noise could be due to the unipolar sensing configuration. Ts provided guidance to consider evaluating the ra lead with isometric testing while observing lead measurements. The patient is not pace therapy dependent. The hcp noted that the patient lives three hours away so they will not be in-clinic for a couple of weeks but at that time, they will evaluate the lead and consider reprogramming the lead to a bipolar or split polarity configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.